Manufacturer narrative:
Internal file number: (B)(4). The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the device not returned for analysis, the investigation determined a conclusive cause for the reported leak cannot be determined. It is possible that the valve was not entirely closed; thus resulting in the reported leak; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the copilot clamp seal leaked blood during use. A new copilot was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.